Event description:
It was reported that the atrial lead exhibited no capture at maximum output due to dislodement.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.